Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to second of two flexiva ID tractip 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use in the kidney in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, they opened the first laser fiber and noted it was already broken while still inside the package. The second laser fiber was opened and inserted into the ureteroscope, however they found out it was also broken. The procedure was completed using a third flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient was fine after the case.